Manufacturer narrative:
(B)(4). The customer reported the device failed the paddles pt leakage current (safety) test. There was no report of pt involvement or impact. The local philips representative evaluated the device and resolved the issue by replacing the power supply.

Event description:
The customer reported the device failed the paddles pt leakage current (safety) test. There was no report of pt involvement or impact.